Event description:
During a drug clinical study, an intravascular ultrasound (ivus) was being used to image a marginal lesion (as seen by angiography) in the rca. The pt experienced periprocedural acute coronary syndrome: cardiac chest pain with transient st segment elevation, minimal troponin I increase (0.3ug/l). The ivus procedure was stopped and the symptoms quickly withdrew. No reflow was observed on the angiography. Reo-pro bolus plus infusion was given, normal timi iii flow was observed. Pt was transferred to the ward with no pain and no ECG changes observed on the monitor. The physician does not relate the atlantis catheter as being the source of the chest pain. The physician speculated thrombus formation on the catheter because no reflow was seen on the angiography after withdrawal of the ivus catheter.